Event description:
Procedure: wedge resection. According to the reporter: the blue part of the cartridge was disengaged and pushed forward. Staples did not form properly. Additional resection of tissue was done and another device was used. Oozing bleeding was reported as under 200cc.

Manufacturer narrative:
(B) (4). (B) (4).